Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava/psoas muscle perforation, migration, tilt, nausea, mid-gastric pain, burping, lack of sleep due to pain, porphyria attacks from stress/anxiety, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported nausea, mid-gastric pain, burping, lack of sleep due to pain, porphyria attacks from stress/anxiety, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2014 via the right common femoral vein due to hemorrhage after tkr manipulation. The patient alleges migration and tilt. The patient further alleges nausea, mid-gastric pain, burping, lack of sleep due to pain, porphyria attacks from stress and anxiety, limited mobility, and psoas muscle/vc perforation. Successful robotic filter removal on (B)(6) 2019. On (B)(6) 2018, per a report from computed tomography; ¿findings: there is no change in the location and appearance of the inferior vena cava filter: 1. The degree of rightward tilt and anterior tilt continues to be 3 and 7 degrees respectively. 2. The filter tip is positioned just below the left renal vein and approximates the ventral wall of the inferior vena cava. 3. The device appears intact. 4. Perforation of multiple structs up to approximately 9mm. An anterior structs is displaced ventrally and laterally and is adjacent to the distal second portion of the duodenum. 5. The most displaced posterior strock extends into the ventral and medial aspect of the psoas muscle as seen on CT axial image 39, at the level of the inferior endplate of l3.¿ on (B)(6) 2019, per a report from computed tomography; ¿impression: focal left lower quadrant diverticulitis. Infrarenal ivc filter in place, the struts extend beyond the ivc wall.¿ on (B)(6) 2019, per a report from retrieval report (successful); ¿endovascular retrieval of the ivc filter was performed by upsizing to a 10-french sheath.¿ "due to the chronicity and fibrin sheath along the ivc wall, a mechanical twisting of the 10 fr sheath around the ivc filter was need to disengage it from the wall. The filter was then removed, and completion venography performed through the sheath. The patient received protamine for reversal of heparin effect. A venogram was then performed, which showed no evidence of any contrast extravasation".